Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited rapid and premature battery depletion. The device is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis result was inconclusive. Hybrid analysis measured the battery at 2.6 volts. When powered by an external supply, the system current drain was nominal, and the device was fully functional. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis revealed no internal battery shorting. Lithium-severing was observed, however, this could not cause battery depletion impacting voltage, only a reduction in anode area and total available lithium. There were no signs of insufficient lithium in the destructive analysis or electrical testing. No cause for the premature depletion of the battery was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted.